Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ vacutainer¿ plasma preparation tube k2edta gel additive contained air bubbles suspended in the gel. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ vacutainer¿ plasma preparation tube k2edta gel additive contained air bubbles suspended in the gel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for air bubbles in the separator gel of the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for air bubbles in the separator gel of the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions have been implemented. CAPA #(B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions have been implemented. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.